Event description:
Reportedly, the balloon would not inflate properly on the left side during the procedure. Inflation occurred normally on pt's right side, but not on the left. The balloon was examined after the case, re-inflated and inflated properly and consistently on both sides (outside the body). Surgeon felt forced to open the pt rather than convert from tapp to tepp. Procedure: inguenal hernia repair.